Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Reportedly, customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was in 90-180 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.